Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. Upon device aspiration, a high volume of air was drawn out. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.